Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high and was hospitalized on (B)(6) 2017. The customer reported that some of their infusion sets had bent cannulas. The customer reported that they had gone to the emergency room due to a bent cannula and not receiving their insulin. The customer was sleeping at the time and when they woke up they checked their blood glucose and it was over 600 mg/dl. Patient's blood glucose at time of incident was 600 mg/dl. Patient's current blood glucose was unknown. The customer treated for high blood glucose with syringes. The cause of hospitalization was ketones and blood was acidic. The customer was given intravenous fluids. The customer was wearing the pump at time of hospitalization. Based on customer report customer does not allege pump was under delivering. The customer had removed already the infusion set and had bent cannula. The customer did not want to continue troubleshoot for high blood glucose, since it was due to the bent cannula. The insulin pump will not be returned for analysis.